Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain abdominal area"), basedow's disease ("auto-immune disease/autoimmune disorder type of disorder: graves' disease") and optic neuropathy ("vision/eye problems type: graves 0ptic neuropathology") in an adult female patient who had essure (batch no. A96179) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst and miscarriage. Previously administered products included for an unreported indication: depoprovera and nuvaring. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2015 for vaginal bleeding as well as clarithromycin from 2013 to 2014, eugynon (enpresse), ferrous sulfate, fluconazole from 2015 to 2016 and naftifine hydrochloride (naftin) from 2013 to 2014. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue,"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced basedow's disease (seriousness criterion medically significant), migraine ("migraines"), weight increased ("weight gain"), optic neuropathy (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). The patient was treated with paracetamol (acetaminophen), nsaid's, thiamazole (methimazole) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain was resolving and the basedow's disease, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, weight increased, optic neuropathy, depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, basedow's disease, depression, dyspareunia, fatigue, menorrhagia, migraine, optic neuropathy, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils visualized on left; 4 coils visualized on right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2013: negative quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: pfs received: event psychological or psychiatric problems condition: depression and mental anguish, autoimmune disorder type of disorder: graves' disease, tubal ligation, vision/eye problems type: graves 0ptic neuropathology, fatigue, weight gain were added. Relevant lab data, concomitant drugs were added. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain abdominal area") and autoimmune disorder ("auto-immune disease") in an adult female patient who had essure (batch no. A96179) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Previously administered products included for an unreported indication: depoprovera and nuvaring. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain was resolving and the autoimmune disorder, vaginal haemorrhage, menorrhagia, dyspareunia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dyspareunia, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils visualized on left; 4 coils visualized on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2013: (B)(6). Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Essure removal date added. Lot number added. Events pain abdominal area, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and dyspareunia (painful sexual intercourse) added. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments of the coils were felt to likely be left within the cornua"), embedded device ("both essure coils were embedded along uterine cornua"), abdominal pain ("pain abdominal area / pain abdominal area"), basedow's disease ("auto-immune disease/autoimmune disorder type of disorder: graves' disease/autoimmune disorder type") and optic neuropathy ("vision/eye problems type: graves 0ptic neuropathology") in a 34-year-old female patient who had essure (batch no. A96179) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and miscarriage. Previously administered products included for an unreported indication: depoprovera and nuvaring. Concurrent conditions included vaginal itching, bloating, water retention, aching joints, palpitations, tremor, heat intolerance, menses irregular, visual disturbances, uterine bleeding, hyperthyroidism, dyspareunia, amenorrhea and paratubal cyst. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2015 for vaginal bleeding as well as clarithromycin from 2013 to 2014, ethinylestradiol;levonorgestrel (enpresse), ferrous sulfate, fluconazole from 2015 to 2016, levonorgestrel (mirena) since (B)(6) 2015 and naftifine hydrochloride (naftin) from 2013 to 2014. In 2013, the patient was found to have weight increased ("weight gain/weight gain/loss"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue / fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced basedow's disease (seriousness criterion medically significant). In 2014, the patient experienced depression ("depression/psychological or psychiatric condition- depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), optic neuropathy (seriousness criterion medically significant), migraine ("migraines") and anxiety ("mental anguish/psychological or psychiatric condition- depression and mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen), thiamazole (methimazole) and surgery (bilateral salpingectomy and laparoscopic salpingectomy with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, basedow's disease, optic neuropathy, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, weight increased, depression, anxiety, fatigue and dysmenorrhoea outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, basedow's disease, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, optic neuropathy, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils visualized on left; 4 coils visualized on right. Essure did not worsen a previously existing injury/condition. (Discrepancy noted: plaintiff did not remove essure and was not planning for removal). There is the possibility that residual essure coils may remain on both sides within the myometrium along the cornua bilaterally. Patient will be informed of this information. She is aware that if the remaining coils were to be removed, a hysterectomy would be needed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2013: results: negative. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: basedow's disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments of the coils were felt to likely be left within the cornua"), embedded device ("both essure coils were embedded along uterine cornua"), abdominal pain ("pain abdominal area/pain abdominal area"), basedow's disease ("auto-immune disease/autoimmune disorder type of disorder: graves' disease/autoimmune disorder type") and optic neuropathy ("vision/eye problems type: graves 0ptic neuropathology") in an adult female patient who had essure (batch no. A96179) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and miscarriage. Previously administered products included for an unreported indication: depoprovera and nuvaring. Concurrent conditions included vaginal itching, bloating, water retention, aching joints, palpitations, tremor, heat intolerance, menses irregular, visual disturbances, uterine bleeding, hyperthyroidism, dyspareunia, amenorrhea and paratubal cyst. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2015 for vaginal bleeding as well as clarithromycin from 2013 to 2014, ethinylestradiol;levonorgestrel (enpresse), ferrous sulfate, fluconazole from 2015 to 2016 and naftifine hydrochloride (naftin) from 2013 to 2014. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and fatigue ("fatigue/fatigue") and was found to have weight increased ("weight gain/weight gain/loss"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced depression ("depression/psychological or psychiatric condition- depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), optic neuropathy (seriousness criterion medically significant), migraine ("migraines") and anxiety ("mental anguish/psychological or psychiatric condition- depression and mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen), thiamazole (methimazole) and surgery (bilateral salpingectomy and laparoscopic salpingectomy with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, basedow's disease, optic neuropathy, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, weight increased, depression, anxiety and fatigue outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, basedow's disease, depression, device breakage, dyspareunia, embedded device, fatigue, menorrhagia, migraine, optic neuropathy, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils visualized on left; 4 coils visualized on right. Essure did not worsen a previously existing injury/condition. (Discrepancy noted: plaintiff did not remove essure and was not planning for removal). There is the possibility that residual essure coils may remain on both sides within the myometrium along the cornua bilaterally. Patient will be informed of this information. She is aware that if the remaining coils were to be removed, a hysterectomy would be needed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2013: results: negative. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: basedow's disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received. Events added from mr: both essure coils were embedded along uterine cornua and fragments of the coils were felt to likely be left within the cornua. Concomitant conditions were added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of the coils were felt to likely be left within the cornua'), embedded device ('both essure coils were embedded along uterine cornua'), abdominal pain ('pain abdominal area / pain abdominal area'), basedow's disease ('auto-immune disease/autoimmune disorder type of disorder: graves' disease/autoimmune disorder type') and optic neuropathy ('vision/eye problems type: graves 0ptic neuropathology') in a 34-year-old female patient who had essure (batch no. A96179) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, miscarriage and graves' disease. Previously administered products included for an unreported indication: depoprovera and nuvaring. Concurrent conditions included vaginal itching, bloating, water retention, aching joints, palpitations, tremor, heat intolerance, menses irregular, visual disturbances, uterine bleeding, hyperthyroidism, dyspareunia, amenorrhea and paratubal cyst. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2015 for vaginal bleeding as well as clarithromycin from 2013 to 2014, ethinylestradiol;levonorgestrel (enpresse), ferrous sulfate, fluconazole from 2015 to 2016, levonorgestrel (mirena) since (B)(6) 2015 and naftifine hydrochloride (naftin) from 2013 to 2014. In 2013, the patient was found to have weight increased ("weight gain/weight gain/loss"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue / fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced basedow's disease (seriousness criterion medically significant). In 2014, the patient experienced depression ("depression/psychological or psychiatric condition- depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), optic neuropathy (seriousness criterion medically significant), migraine ("migraines") and anxiety ("mental anguish/psychological or psychiatric condition- depression and mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen), thiamazole (methimazole) and surgery (bilateral salpingectomy and laparoscopic salpingectomy with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, basedow's disease, optic neuropathy, menorrhagia, dyspareunia, migraine, weight increased, depression, anxiety and fatigue outcome was unknown, the abdominal pain was resolving and the vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, basedow's disease, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, optic neuropathy, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils visualized on left; 4 coils visualized on right. Essure did not worsen a previously existing injury/condition. (Discrepancy noted: plaintiff did not remove essure and was not planning for removal). There is the possibility that residual essure coils may remain on both sides within the myometrium along the cornua bilaterally. Patient will be informed of this information. She is aware that if the remaining coils were to be removed, a hysterectomy would be needed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded.. Pregnancy test urine - on (B)(6) 2013: results: negative. Lot number: a96179, manufacture date: 2013-01, expiration date: 2016-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of the coils were felt to likely be left within the cornua'), embedded device ('both essure coils were embedded along uterine cornua'), abdominal pain ('pain abdominal area / pain abdominal area'), basedow's disease ('auto-immune disease/autoimmune disorder type of disorder: graves' disease/autoimmune disorder type') and optic neuropathy ('vision/eye problems type: graves 0ptic neuropathology') in a 34-year-old female patient who had essure (batch no. A96179) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, miscarriage and graves' disease. Previously administered products included for an unreported indication: depoprovera and nuvaring. Concurrent conditions included vaginal itching, bloating, water retention, aching joints, palpitations, tremor, heat intolerance, menses irregular, visual disturbances, uterine bleeding, hyperthyroidism, dyspareunia, amenorrhea and paratubal cyst. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2015 for vaginal bleeding as well as clarithromycin from 2013 to 2014, ethinylestradiol;levonorgestrel (enpresse), ferrous sulfate, fluconazole from 2015 to 2016, levonorgestrel (mirena) since (B)(6) 2015 and naftifine hydrochloride (naftin) from 2013 to 2014. In 2013, the patient was found to have weight increased ("weight gain/weight gain/loss"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue / fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced basedow's disease (seriousness criterion medically significant). In 2014, the patient experienced depression ("depression/psychological or psychiatric condition- depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), optic neuropathy (seriousness criterion medically significant), migraine ("migraines") and anxiety ("mental anguish/psychological or psychiatric condition- depression and mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen), thiamazole (methimazole) and surgery (bilateral salpingectomy and laparoscopic salpingectomy with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, basedow's disease, optic neuropathy, menorrhagia, dyspareunia, migraine, weight increased, depression, anxiety and fatigue outcome was unknown, the abdominal pain was resolving and the vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, basedow's disease, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, optic neuropathy, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils visualized on left; 4 coils visualized on right. Essure did not worsen a previously existing injury/condition. (Discrepancy noted: plaintiff did not remove essure and was not planning for removal). There is the possibility that residual essure coils may remain on both sides within the myometrium along the cornua bilaterally. Patient will be informed of this information. She is aware that if the remaining coils were to be removed, a hysterectomy would be needed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded.. Pregnancy test urine - on (B)(6) 2013: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments of the coils were felt to likely be left within the cornua"), embedded device ("both essure coils were embedded along uterine cornua"), abdominal pain ("pain abdominal area / pain abdominal area"), basedow's disease ("auto-immune disease/autoimmune disorder type of disorder: graves' disease/autoimmune disorder type") and optic neuropathy ("vision/eye problems type: graves 0ptic neuropathology") in a 34-year-old female patient who had essure (batch no. A96179) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and miscarriage. Previously administered products included for an unreported indication: depoprovera and nuvaring. Concurrent conditions included vaginal itching, bloating, water retention, aching joints, palpitations, tremor, heat intolerance, menses irregular, visual disturbances, uterine bleeding, hyperthyroidism, dyspareunia, amenorrhea and paratubal cyst. Concomitant products included intrauterine contraceptive device (iud nos) since june 2015 for vaginal bleeding as well as clarithromycin from 2013 to 2014, ethinylestradiol;levonorgestrel (enpresse), ferrous sulfate, fluconazole from 2015 to 2016, levonorgestrel (mirena) since june 2015 and naftifine hydrochloride (naftin) from 2013 to 2014. In 2013, the patient was found to have weight increased ("weight gain/weight gain/loss"). On (B)(6) , the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue / fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced basedow's disease (seriousness criterion medically significant). In 2014, the patient experienced depression ("depression/psychological or psychiatric condition- depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), optic neuropathy (seriousness criterion medically significant), migraine ("migraines") and anxiety ("mental anguish/psychological or psychiatric condition- depression and mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen), thiamazole (methimazole) and surgery (bilateral salpingectomy and laparoscopic salpingectomy with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, basedow's disease, optic neuropathy, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, weight increased, depression, anxiety, fatigue and dysmenorrhoea outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, basedow's disease, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, optic neuropathy, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils visualized on left; 4 coils visualized on right. Essure did not worsen a previously existing injury/condition. (Discrepancy noted: plaintiff did not remove essure and was not planning for removal). There is the possibility that residual essure coils may remain on both sides within the myometrium along the cornua bilaterally. Patient will be informed of this information. She is aware that if the remaining coils were to be removed, a hysterectomy would be needed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded.. Pregnancy test urine - on (B)(6) 2013: results: negative. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: basedow's disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: plaintiff fact sheet received. Events added from pfs- dysmenorrhea (cramping). Concomitant drug were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain abdominal area") and autoimmune disorder ("auto-immune disease") in an adult female patient who had essure (batch no. A96179) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Previously administered products included for an unreported indication: depoprovera and nuvaring. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain was resolving and the autoimmune disorder, vaginal haemorrhage, menorrhagia, dyspareunia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dyspareunia, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils visualized on left; 4 coils visualized on right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc update. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of the coils were felt to likely be left within the cornua'), embedded device ('both essure coils were embedded along uterine cornua'), abdominal pain ('pain abdominal area / pain abdominal area'), basedow's disease ('auto-immune disease/autoimmune disorder type of disorder: graves' disease/autoimmune disorder type') and optic neuropathy ('vision/eye problems type: graves 0ptic neuropathology') in a 34-year-old female patient who had essure (batch no. A96179) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and miscarriage. Previously administered products included for an unreported indication: depoprovera and nuvaring. Concurrent conditions included vaginal itching, bloating, water retention, aching joints, palpitations, tremor, heat intolerance, menses irregular, visual disturbances, uterine bleeding, hyperthyroidism, dyspareunia, amenorrhea and paratubal cyst. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2015 for vaginal bleeding as well as clarithromycin from 2013 to 2014, ethinylestradiol;levonorgestrel (enpresse), ferrous sulfate, fluconazole from 2015 to 2016, levonorgestrel (mirena) since (B)(6) 2015 and naftifine hydrochloride (naftin) from 2013 to 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain/weight gain/loss"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue / fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced basedow's disease (seriousness criterion medically significant). In 2014, the patient experienced depression ("depression/psychological or psychiatric condition- depression and mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), optic neuropathy (seriousness criterion medically significant), migraine ("migraines") and anxiety ("mental anguish/psychological or psychiatric condition- depression and mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen), thiamazole (methimazole) and surgery (bilateral salpingectomy and laparoscopic salpingectomy with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, basedow's disease, optic neuropathy, menorrhagia, dyspareunia, migraine, weight increased, depression, anxiety and fatigue outcome was unknown, the abdominal pain was resolving and the vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, basedow's disease, depression, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, optic neuropathy, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils visualized on left; 4 coils visualized on right. Essure did not worsen a previously existing injury/condition. (Discrepancy noted: plaintiff did not remove essure and was not planning for removal). There is the possibility that residual essure coils may remain on both sides within the myometrium along the cornua bilaterally. Patient will be informed of this information. She is aware that if the remaining coils were to be removed, a hysterectomy would be needed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded.. Pregnancy test urine - on (B)(6) 2013: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs receive and event outcome added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.